Event description:
During a ptca/stenting treatment procedure, the quantum maverick monorail 12/3.25 mm balloon ruptured at nominal atms. The lesion characeristics and location are unknown. The quantum maverick monorail balloon was being used to post-dilate a stent. A guidewire was advanced to a side branch artery across a newly placed stent. When the stent was expanede with this balloon, the balloon ruptured at nominal pressure. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. No patient injuries or complications were reported. Patient status is reported as "good".